Event description:
The customer reported the system is displaying an iris pot error, charger failed error, and the camera rotation icons are not displayed during camera rotation. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the iris potentiometer and repaired the interconnect cable connector. System operates as intended. (B)(4).